Event description:
On (B)(6) 2006 it was determined that the hosp had not broken the frangible pin between the two compartments on the prismasate bag. The charge nurse for the ICU confirmed that the pt had not suffered injury or required medical intervention.

Manufacturer narrative:
Customer was a new customer and was not completely familiar with the product. The charge nurse stated that the staff did not notice the small compartment not emptying. The device was not available for eval. Gambro renal products ic territory mgr was notified of the incident so that she could reinforce training with this staff during an already scheduled training session. Additionally, a welcome packet is being assembled for new prismasate customers which will include our "how to use prismasate" brochures which are hung on the machines where prismasate is used.